Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused heart issues. The patient did receive medical intervention and reported to have a heart catherization. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-11601-1 without information in section h1. After review, it was determined that this was missed to mark malfunction in section h1. Corrections to previous MDR are made in this report as follows. Section b1 was updated to reflect product problem. Section h6 has been updated to reflect malfuction.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused heart issues. The patient did receive medical intervention and reported to have a heart catherization. In the initial report section b5 was incorrect, the correct b5 should be- there was no report of patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of contamination. The device passed all final testing. There was no evidence of sound abatement foam degradation.